Manufacturer narrative:
H.6. Investigation summary: DHR: the non-conformances were reviewed for this batch and there was a record of non-conformance associated with this batch. No sample or picture was provided to verify the customers reported issue, however there was a recorded intermittent issue with the alignment of the star wheel and scroll machine in the fill room which was resolved at time of issue that could have caused the failure.

Event description:
It was reported that two syringe 10ml reg pr saline 10ml fill experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no. 306546; batch no. 9065683. Per email: nurse was starting an IV and they were flushing saline lock. There was blood that came back in through the flush and the nurse had blood squirted on her. Nurse says there was hairline crack on the top of the syringe. Upon inspection of the flushes they have found that the barrel of many syringes have a crease in them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringe 10ml reg pr saline 10ml fill experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: material no. 306546, batch no. 9065683. Per email: nurse was starting an IV and they were flushing saline lock. There was blood that came back in through the flush and the nurse had blood squirted on her. Nurse says there was hairline crack on the top of the syringe. Upon inspection of the flushes they have found that the barrel of many syringes have a crease in them.